Event description:
It was reported that the rv lead had dislodged with low r-wave and intermittent threshold. Upon x-ray review, lead dislodgment was confirmed. The patient was brought into the lab to reposition the lead. Post procedure, a chest x-ray showed a change in the rv lead position again. The rv lead was explanted, discarded, and replaced. The patient was stable before, during, and after the procedure.